Manufacturer narrative:
Adverse event # 3. Breast pain, baker IV capsular contracture (left side, implant serial number: (B)(6). Doi: (B)(6) 2019). On (B)(6) 2023, the patient presented with breast pain, baker IV capsular contracture , which required device removal on (B)(6) 2023. The principal investigator assessed this event as severe in severity, serious, possibly related to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal updated to (B)(6), 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event # 4. Delayed wound healing (left side, implant serial number: (B)(6). Doi: (B)(6) 2019, doe: (B)(6) 2023). On 20 jun 2023, the patient presented with delayed wound healing, which required device removal on (B)(6) 2023. The principal investigator assessed this event as severe in severity, serious, probably related to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on aug 24 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 495cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on dec-20-2023 per 100553403 and 100553401 with the available information about the reportable event. Removed pc ¿ breast pain from (B)(4) per the information provided in imedidata. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, patient dissatisfaction with appearance, tissue injury mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
[Safety_note] subject ID: (B)(4). This event is associated with the glow clinical trial. It was reported that a female patient underwent reconstruction surgery with mentor glow study gel devices on (B)(6) 2019. Adverse event # 2. Wrinkling, skin atrophy, (left side, implant serial number: (B)(4). Doi: on (B)(6) 2019). On (B)(6) 2020, the patient presented with wrinkling, skin atrophy s/p radiation therapy, which required fat grafting on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
Adverse event # 5. Breast metastases (left side/ right side, implant serial number: (b)6). Doi: (B)(6)2019, doe: (B)(6)2023). On (B)(6)2022, the patient presented with breast metastases (onset date: 01 jul 2022) at this time, the provided information is very limited. No principal investigator assessment provided. Manufacturer¿s reference number: (B)(4).